Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer was informed to replace the gde (gas delivery engine) in which the customer acknowledged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device will not be returned.

Event description:
It was reported to vyaire medical that the avea ventilator had problem during patient use where in the ballooning of the external batteries occurred. Furthermore, there was no patient harm reported associated with the event. Patient had to be swapped to different ventilator.